Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.  Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
This report filled after the review of a clinical evaluation report(cer)from a related research activity database(drra): clinical and economic outcomes among patients undergoing total knee arthroplasty, based on use of cement and attune implants. 3662 patients were involved in the analysis. 1811 were implanted attune cemented, 765 with non-attune cemented, 157 with attune cemented and 929 with non-attune cementless. There was no mention of cement mfg or patellas being resurfaced. Post-op outcomes related to attune cemented products: 24 patients required a blood transfusion 19 patients with implant loosening. No mention of treatment or implants involved/loosening interfaces. 14 patients with infection. No treatment indicated. 3 patients with instability. No treatment indicated. 1 patient with mcl deficient. No treatment indicated. 6 patients with neural deficient. No treatment indicated. 1 patient with embolic disease. No treatment indicated. Post-op outcomes related to attune cementless products: 1 patient with infection. No treatment indicated. 1 patient with neural deficient. No treatment indicated.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.